Event description:
Boston scientific crm received information that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) passed away, and his wife alleged that the crt-d did not work. Additional information was received that defibrillation threshold (dft) testing at the time of implant proved to be quite difficult due to the pt's poor condition and a health care provider asserted the testing potentially should have been deferred due to the pt's health status. Since the pt passed away less than 30 days post-implant, they were not seen after the device was placed and thus, the pt's physician can neither confirm nor refute the allegation that the crt-d was not working appropriately. Furthermore, the local area sales representative was not contacted to interrogate the device post-mortem and no cause of death has been communicated.

Manufacturer narrative:
The information provided suggests this crt-d was buried with the pt and will not be returned for analysis.